Event description:
It has been reported by a dealer that one leg on a 6497 commode had the adjustment holes drilled incorrectly. When the leg was mounted on the commode it was lower than the other legs, even though they were using the same hole as the other legs.